Event description:
Treatment of an aneurysm. It was reported that the coil prematurely detached inside the catheter with a portion of the coil inside the aneurysm during placement. The physician was able to use a guidewire to push the rest of the coil into the aneurysm but one loop stayed outside of the aneurysm sac. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The coil implant was found detached from the pusher assembly, but the evaluation could not determine the cause of the event. (B)(4).